Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that it took 45.5 units of insulin to observe insulin drips dripping out of the infusion set tubing during the load fill tubing sequence. Customer's blood glucose was 193 mg/dl. Reportedly, customer continued to use pump for insulin therapy.